Manufacturer narrative:
Catheter model # 8709, lot # n06981900, implanted on: (B)(6) 2006, explanted on:(B)(6) 2012; catheter model # 8578, sc connector: lot # n235113006, implanted on: (B)(6) 2010, explanted on: (B)(6) 2010; (B)(4). Analysis of the pump revealed no significant anomaly. Analysis of the catheter revealed no significant anomaly. Catheter pump connector non- significant indent seen in sc ( sutureless connector) cup-did not affect infusion. Analysis of the catheter revealed no significant anomaly. Catheter body-dried blood or blood occlusion. An area of abrasion was found on segment #1. Two cuts were found on segment #3, (most likely explant damage). Segment #2 was occluded, but was easily rolled out. Only non- significant anomalies were found.

Event description:
It was reported that therapy stopped. A dye study was performed and the catheter was occluded; not able to aspirate. The pump and catheter were replaced. There was no reported patient injury; recovered without sequela. The pump was used to deliver dilaudid.

Manufacturer narrative:
(B)(4).